Event description:
The epicardial lead was no longer providing effective pacing, resulting in several seconds of asystole. The patient was emergently admitted to the hospital and treated with a temporary pacemaker from different manufacturer. Cause of loss capture was alleged to be noise and loss of capture resulting in pacing inhibition. Lead was capped.